Manufacturer narrative:
The cause of the reported issue was isolated to the system pcba. However, the device could not be repaired as the replacement parts are no longer available. The device was returned to the customer unrepaired. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer¿s device and was able to duplicated the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.